Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) levels were "above 240" mg/dl at the time of these events and were addressed via a bolus with the pump or via a manual injection. The customer was able to successfully load a new cartridge and resume insulin delivery.